Manufacturer narrative:
Device evaluation: the water trap filter was returned for further product analysis. External visual inspection revealed a few cracks in the water trap. The water trap was then connected to the test unit with an oxygen resource and investigated. It was noticed that the water trap was leaking oxygen, confirming the customer complaint. The cause of the failure was a crack in the water trap filter, leading to leakage. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when oxygen to the e360 ventilator was provided, the unit is leaked air at inlet water trap inside inlet oxygen. There was no patient involvement.

Manufacturer narrative:
The initial regulatory report was submitted under e2017032. If information is provided in the future, a supplemental report will be issued.